Event description:
Pace medical was notified on march 23, 2011 by (B)(6) via letter that unit has a fault.

Manufacturer narrative:
Device returned with a complaint of no sensing and interface. Device was analyzed and bench tested. Observation could not be duplicated. Pacemaker was recalibrated and final tested. All tests were normal and the device was returned to the customer.